Event description:
It was reported that during the implant procedure, the lead was attempted but removed due to the need to reposition and the helix would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: product ID: 6949-65 defib lead, implanted: (B)(6) 2005. (B)(4).